Event description:
It was reported that the stenoscope system needed a handle replaced.

Manufacturer narrative:
The in-house biomed installed the handle. A follow up report will be filed when additional details become available.